Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their (B)(6) was interfering with their deep brain stimulation (dbs) system. When the patient is using his (B)(6), or if it is near him on a table, the patient feels sharp pains around the implantable neurostimulator (ins). The patient was advised to contact their physician. No further information was available.